Event description:
It was reported that the device was explanted because of a field action notification. It showed eri (elective replacement indicator) during follow-up after less than 3 years. The system had been programmed to high output on the ventricular channel because of high pacing thresholds on the left ventricular lead. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.